Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer's insulin pump had beep anomaly with no error coming on the screen. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump received random no delivery alarm and rewind takes longer. The insulin pump will not be returned for analysis.